Event description:
After drapes were removed from pt in or, rnfa found right leg acutely bent and out of the boot of the stirrup. The boot was too loose, which allowed the leg to migrate out. Right leg found acutely bent and out of the stirrup.